Event description:
It was reported that the patient presented in clinic after receiving a shock. Low hv lead impedance was observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.